Event description:
It was reported by the sales rep that during use there were high cardioplegia line pressures with the intraclude aortic device, upon investigation of the device; the balloon on the cannula was found to be leaking. The hospital stated they could only generate a 19mmhg root pressure with a line pressure of 400mmgh. No patient injuries were reported. The device is to be returned. No change of strategy and the device was not switched out during use. No allegation of balloon leaks at the time of the report, balloon functioned as intended.

Manufacturer narrative:
Initial reports of high pressure readings stated by the surgeon. Upon investigation of the device, it was found to have a balloon leak. No reference to balloon leak was stated as device functioned appropriately through out the case. The icf100 was returned. Dried blood was visible on the returned components. The catheter was visually inspected and a kink was found just below the trifurcation hub. Another kink was found on the catheter between the blue clamp lock and 80 cm marker bands. A flattened area was found on the strain relief of the catheter. Another flattened area was found at second depth marker band. An attempt was made to inflate the balloon lumen with 35 cc of water as indicated in the IFU. The balloon lumen had a pin hole and leak. The balloon was deflated. Additionally, the water was injected into the cardioplegia pressure lumen and root pressure lumen. Water flowed through the cardioplegia lumen and the pressure lumen; indicating that these lumens were not damaged due to the multiple kinks. A device history review was performed and no related nonconformities were observed during the manufacture of this lot. The root cause of the low flow is likely due to the kinks observed on the device shaft. Kinks can reduce flow and increase pressures in the device and can be caused during insertion and use of the device if it is used improperly. It is not known what caused the pin-hole leak in the balloon. The surgeon did not complain about the leak and the same device was used throughout the case. The root cause of the multiple kinks in the cannula is unknown. The root cause of this complaint could not be determined. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment (pra) will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.